Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with post-op complication of migration. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Migration is a known inherent risk of the surgery/use of the device and listed as a possible complication in the adverse reaction section of the IFU. This MDR reports the ae of migration, malposition, or contraction. An additional MDR was submitted to report additional ae of hematoma. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial cp-(B)(6): on (B)(6) 2017, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedure included liposuction. On (B)(6) 2017 migration, malposition or contraction was reported. Patient had procedure to lower breast pocket on (B)(6) 2017. Resolved without sequelae on (B)(6) 2017. Review by medical affairs identifies the reported migration is likely related to the device and serious.